Event description:
In the course of a routine cataract extraction, after the doctor had inserted the phacoemulsification tip, applied power, irrigation and aspiration per routine practice, an immediate corneal burn was noted. There was no warning alarm or message on the phaco machine to indicate an error had occurred. The tip was removed, the handpiece was replaced with another, and the surgery was completed without further incidence.

Event description:
In the course of a routine cataract extraction, after the doctor had inserted the phacoemulsification tip, applied power, irrigation and aspiration per routine practice, an immediate corneal burn was noted. There was no warning alarm or message on the phaco machine to indicate an error had occurred. The tip was removed, the handpiece was replaced with another, and the surgery was completed without further incidence.